Event description:
It was reported that pump displayed cgm error 42 with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset, pump did not display cgm error again, and customer successfully started sensor session.